Manufacturer narrative:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, pressure transducer printed circuit board was replaced by third party service. The issue has been resolved and the device was delivered to the user in working condition. The issue was decided to be reported as a defective pressure transducer printed circuit board may lead to high pressure. There was no patient involvement. The root cause of the event has not been determined.

Event description:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).